Manufacturer narrative:
Continuation of d10: product ID: wr9230, lot# erial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they haven't used the device in about 6 months so they just picked it up and it was working great. Patient stated they are trying to get a connection to the stimulator and every time they do it says system error and the system has encountered an unexpected error contact medtronic 0x72f77e9c. Agent advised restarting when this code appears. Agent asked if patient has charged the handset, communicator and wireless recharger to the base and patient said they have. Pt was able to see that his stim was on and how to increase and knew how to charge the ins. Pt was in an active charge session and was able to stop this and use equipment. Pts ins was 100%. Agent reviewed how to use the equipment and patient was able to connect to the mystim rc app. The troubleshooting steps that were taken on the call resolved the issue. Patient will charge and call back if further assistance is needed. Patient mentioned they never had this problem before. Patient service specialist had a hard time understanding what patient was trying to do and what they were actually trying to charge and what the error code was. Due to the nature of the call agent had a hard time following the patient. Pt was confused during the call however by the end the patient was understanding. Pt called back and said they didn't realize they hadn't turned the therapy off for a procedure and had just lowered the intensity for the programs but hadn't turned the therapy off and wondered why they were still "feeling the tingles". It also sounded like pt had "turned the communicator off" and thought that also turned the therapy off. Reviewed that turning handset and communicator off does not turn therapy off. Reviewed correct usage of external device to turn therapy off and pt seems to better understand now. Patient called back and repeated previously documented information. Patient stated that the therapy was still on when they turned the handset and the communicator off. Patient was wondering why the communicator was still communicating with the implant even if the communicator was 20 feet away of the neurostimulator. Patient said they started getting voltage shocks only when the therapy is on. When asked, patient said they were able to turn the therapy off. Agent reviewed turning handset and communicator off does not turn therapy off. Agent advised patient to turn off the therapy first before turning the handset and communicator off. Agent redirected patient to the hcp and mdt rep to further address the issue. Patient said they left a message to their neurosurgeon but haven't heard back from them. Patient said they will call their neurosurgeon again.